Event description:
It was reported that the tip of the cannula was found collapsed. Device will not be returned due to infection.

Manufacturer narrative:
No sample was returned but the description was of the collapse of the tip. Reportable per drm.